Event description:
It was reported that a lead revision procedure was performed due to this right atrial (ra) lead exhibited impedance issues. The ra lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.